Event description:
The manufacturer was contacted in regard to a rep dreamstation auto CPAP, dom - recrt device with allegations that the device was slowing ramping up and lagging behind them while breathing, the device is noisy and has a weird smell. The patient alleges burning - back of the throat was irritated/burning like pepper spray. In addition, the patient's face was puffy, throat burning and eyes are swollen. The patient was seen by three doctors and prescribed steroids and antihistamines and was referred to an allergist. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.